Manufacturer narrative:
Although the 2008t hemodialysis machine was not returned, the bicarb pump, the pump valve, the deaeration pump motor, and the actuator board were returned to the manufacturer for physical evaluation. A visual inspection indicated the bicarb pump, valve, and pump motor were received in good external cosmetic condition. The actuator board was received with signs of excessive heat damage. A simulated use test was performed with the bicarb pump and valve installed, and operated within specification. A simulated use test was then performed with the deaeration pump motor, in which the machine ran successfully, however an internal inspection of the motor revealed a sleeve between the ac and the housing was found out of position. Evidence of a short within the motor was encountered. The short affected board conductive interconnect paths d19 and ic 26 of the complaint actuator test board (received from customer, indicated by heat damage). A resistance measurement test was done on the damaged complaint actuator test board, and the circuit was revealed to be shorted in both directions. R and d confirmed based upon their analysis and a simulated short circuit test scenario that resulted in similar damage to an actuator-test board as to the failed actuator-test board. A simulation of the motor short circuit condition was created by connecting an electrical switch between the 2 deaeration pump motor connections while the machine was under power. This test confirmed that a short circuit condition resulted in permanent damage to the actuator-test board, including ic26. It is speculated that if this short circuit condition was intermittent, (momentary contacting of the solder bulb to the case), this over time would allow the pump to operate yet the actuator board and its components would sustain further damage from heat, which would result in the permanent failure of diode d19. Once this component fails, it would present a secondary short circuit and resultant damage as seen on the failed actuator-test board. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. Although the complete unit was not returned for analysis, the user facility returned several components replaced during the system repair. A visual examination of the actuator test board revealed that the board had been subjected to excessive heat likely from the short circuit condition identified during the component evaluation. Although the report of smoke was not able to be duplicated, the heat damage identified during board examination lends credence to the event as reported.

Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation after the actuator board in question has been received.

Event description:
A user facility reported during patient hemodialysis therapy treatment was cancelled due to a low flow error and a burning smell. The machine was immediately investigated by the onsite biomedical technician, who powered the unit off and observed flames on the machine actuator board. The card cage was opened and the biomed was able to blow out the flames. The flames damaged multiple components within the unit, but the incident occurred in the back room of the clinic and no treatments were impacted. There was no patient harm or adverse events, as well as no harm to the biomedical technician or staff. The biomedical technician is returning the damaged actuator board to the manufacturer, and has repaired the unit and returned the machine to service. Pictures have been taken of the affected components and have been received by the manufacturer.